Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery and motor error alarms. Customer's blood glucose was 25 mg/dl at the time of incident. Customer was treated with IV. Troubleshooting could not be performed as call was dropped.